Manufacturer narrative:
One device was returned for evaluation. A root cause could not be identified. The device was visually inspected and a foreign object was found inside the fluid path. The complaint is confirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
A foreign object was found between the transducer and the check valve, inside the fluid path. This was found during the customer's incoming inspection.